Event description:
A healthcare professional reported that during a retina procedure there was a defective valve, which did not allow air to pass through into the tubing. This was noted during the fluid air exchange portion of the procedure. The air was injected manually and the procedure was completed. There was no impact to the pt.

Manufacturer narrative:
A sample was received and awaiting eval. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).